Event description:
The clinician reports the implant was inserted (B)(6) 2018 in the patient's mouth. On (B)(6) 2019 fracture of the implant was verified. Patient presented with fair oral hygiene. The device was forwarded to the manufacturer. There were no patient operativeor post-operative complications reported.